Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the sheath appeared to be kinked. The case continued and was able to be completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 4fc12 sheath with lot 76628 was returned and analyzed. Visual inspection showed the shaft was kinked at 1.8 and 2.8 inches from the tip. The shaft tip was intact with no apparent issues. The reported shaft kink was confirmed through testing. In conclusion, the sheath failed the returned product inspection due to a shaft kink. If information is provided in the future, a supplemental report will be issued.